Event description:
A customer in the (B)(6) notified biomérieux of a false susceptible result associated with vitek®2 ast-n297 test kit (reference 415672). The customer reported the organism was escherichia coli and the antibiotic in question was amoxicillin-clavulanate. (B)(6) reported the organism as s to amoxicillin-clavulanate on the basis of amoxicillin-clavulanate mic = 8 mg/l. The (B)(6) scheme organizers issued the final result for the organism as r to amoxicillin-clavulanate with a stated mic = 128 mg/l based on a fixed concentration of 2 mg/l clavulanate. Upon repeat testing using all three (3) vitek® 2 instruments, vitek® 2039 and 3006 achieved mic = 8 (s) and vtk 2036 achieved mic =4 (s). This result was not scored but attention was drawn to the poor performance of automated systems using a fixed ratio of amoxicillin to clavulanic acid when compared with systems using a fixed concentration of 2 mg/l of clavulanate. Fourteen (14) out of twenty-one (21) (B)(6) laboratories reported amoxicillin-clavulantae as s. There is no patient associated with this case. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the (B)(6) notified biomérieux of a false susceptible amoxicillin-clavulanate (amc) result for an escherichia coli neqas survey sample associated with vitek®2 ast-n297 test kit (reference 415672). An investigation was performed. The original strain was tested from cba (cos bmx) subculture. The reference methods (agar dilution, ad) which was the method used for amc development (formulation amc01n) on ast-n297 gave : amc mic = 8/4 mg/l s (interpretation according to eucast guidelines). The reproducibility testing on vt2 ast-n297 cards (customer lot 7170271403 and random lot 7170329203) gave results of: amc mic = 8/4 mg/l s on both lots. For amc, the vitek 2 category result is discrepant from the neqas expected category because amc01n formulary (ast-n297) was developed according to clsi method with a 2:1 ratio rather than fixed concentrations. In conclusion, the customer susceptible results were reproduced and are within essential agreement compared to the reference ad mics. The vitek 2 ast-n297 card performed as intended and no further action is required.